Event description:
Affiliate reported that valve was implanted about two months ago and has had a history of shunt revisions over the past few years. The child presented with signs and symptoms of hydrocephalus and was brought to theatre for exploration. When they examined the valve, it appears that the siphonguard has detached from the silicone housing and separated from the valve. As a result the device was removed and an external drainage system was used until the device could be revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The complaint has been re-opened as the device has become available for investigation. The valve was visually inspected. Marks were found on the siphon guard, it is not possible to determine what has caused these marks. It might be possible that the device was introduced to the edge of a sharp instrument causing the tear. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.